Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system was unable to power on. The rse reviewed the log files and found several footswitch errors. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that there was no incoming power. The fse checked the ups and observed that ups alarm panel in control room was alarming. The fse kept ups into maintenance bypass mode due to generator testing. The ups was back into normal operation mode and fse verified ups functioning properly. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.